Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor would not fully infuse. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.